Event description:
It was reported that during medical procedure the rod inserter was without function. The distal end of the item loosened from the residue of the instrument. A proper fixation of the rod was not possible anymore. Replacement was available.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. The device was returned in 2 pieces, with the tip fractured off the device. No relevant manufacturing issues were identified as all units met stryker specifications. The possible root cause of this event is normal wear and tear of the instruments.

Event description:
It was reported that during medical procedure the rod inserter was without function. The distal end of the item loosened from the residue of the instrument. A proper fixation of the rod was not possible anymore. Replacement was available